Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that the insulin pump had no vibration. Customer's blood glucose was 164 mg/dl at the time of the incident. Customer was advised the insulin pump will be replaced. The device will return for analysis.

Manufacturer narrative:
Device passed displacement test; it failed self test. Self test failed because the vibrator failed to vibrate when it was supposed to. After taking out the boards out of their original case putting them into a known good case and running self test again, the vibrator did vibrate. The lack of vibration is probably due to a bad component.